Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05feb2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator failed with a machine and proximal pressure sensors failed error. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 04apr2019. Manufacture date: 26mar2019. The customer replaced the data acquisition board and the unit operates as expected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.